Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer is questioning the results from 1 patient tested for troponin t hs (high sensitive) troponin t hs. The troponin t hs result does not match the clinical picture of a patient with a normal cardiological assessment. The patient is a cardiac patient with a stent who presented to the emergency room and received differing results during examination. On (B)(6) 2015 the initial troponin t hs result from the e602 analyzer was 142.7 ng/l. A tni hs test result from an abbott instrument was negative (8 ng/l). On (B)(6) 2015 a new sample was obtained and the troponin t hs result from the e602 analyzer was 147.8 ng/l. The patient is not in acute coronary syndrome. The troponin t hs results from the e602 analyzer remain positive and stable. The customer is wondering why the tni hs test result from abbott is not more similar to the troponin t hs results from the e602 analyzer. No adverse event occurred. The patient is in stable condition. The e602 analyzer serial number was (B)(4). The sample was sent for investigation. The troponin t hs result during the preliminary investigation was 144 pg/ml which is comparable to the result obtained by the customer.

Manufacturer narrative:
Further investigation confirmed falsely elevated troponin t hs results. The investigation confirmed the presence of an igg molecule interfering factor. This specific interference is addressed in product labeling.